Manufacturer narrative:
(B)(4). Retainer ring = black, unit p-cap, test reservoir locks in place properly. The pump was received with a blank display due to cracked, bleeding liquid crystal display glass. Also, the flex cable was found broken, cracked during visual inspection. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with a scratched case, moisture damage on electronic assembly pcb a1, and minor scratched liquid crystal display window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack alongside the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.